Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure the device switch button was non-functioning. The site used the foot pedal to complete the case. There was no pt consequence reported.